Event description:
The pt reported that the pump is intermittently unresponsive to "up" and "down" arrow button presses. She said they needed to be pressed hard and that it takes multiple button presses in order for the pump to respond.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.